Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty solder joint on a connector on the pace/defib engine assembly. The connector was reconnected to the pace/defib engine assembly to remedy the problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.